Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No bolus anomaly and low reservoir alarm noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08710 inches. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the pump is not functioning properly and delivery anomaly due to experiencing high blood glucose and is not going through the reservoir as fast. Health care professional said that the pump is not delivering insulin. The customer¿s current blood glucose was 180 mg/dl. Glucose was high. 200, 220, 280 and he was not eating anything different at all. Troubleshooting completed. Displacement test results was reported pump passed. The insulin pump will not be returned for analysis.